Event description:
Technician alleged the pt head left brake caster swivels when the brake is set. No pt impact.

Manufacturer narrative:
The technician found the brake caster swivel locks are worn. The technician replaced the head left brake caster to resolve the issue.